Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert due to being in backup vvi. Upon interrogation, the device required a download which was successful and restored the device. The patient was stable during the interrogation.